Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, there was no primary stability in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, there was no primary stability in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).